Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced vomiting, dizziness, nausea, and a loss of consciousness, but was unable to self-treat. The emergency services were called, and the customer was transferred to the hospital. Upon arrival, the healthcare professional (hcp) obtained a blood glucose result of 48 mmol/l on an hcp meter. The hcp administered humalog insulin (dose unspecified) and intravenous glucose fluids for the diagnosis of diabetic ketoacidosis (dka). Reportedly, an adc device scan of 2.9 mmol/l was compared to a reading of 27.70 mmol/l obtained on a healthcare professional (hcp). When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. It is unknown when these readings were obtained in relation to the reported medical event.